Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint that the needle broke off. There was biomaterial inside the working portion consistent with use. The handle section is intact and working properly. The broken needle was then inspected under a microscope, and found jagged edges on its proximal end with the damaged heat shrink extending out. There are minor kinks and scrape marks on the distal section of the outer sheath, however the hypotube is intact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. A definitive root cause cannot be identified. On page 13 of the device instructions for use: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reports during a central endobronchial ultrasound (ebus)/needle aspiration of nodes 11l, 7, 4r and 10r, transbronchial forceps biopsy of right upper lung (for the indication of abnormal chest CT) using a single use aspiration needle, the needle detached. The detached needle was retrieved during the same procedure using forceps. There were no procedural or anatomical challenges that could have led to the needle detachment. The procedure was completed with a second needle and no further consequences to the patient. The patient was discharged home. There was no malfunction of the bronchoscope used in the procedure.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation although it is anticipated. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.